Manufacturer narrative:
The review of logfile for the day of treatment shows during start up the vacuum check, the energy check and the ablation check were performed successfully without issue. The logfile shows successfully performed treatments. The energy was stable during the whole day. The review of the complete day shows one treatment was aborted due to the user releasing the laser pedal and pressed the vacuum pedal instead of the laser pedal, which caused the interruption of the treatment during canal cut, not during side cut. Two further treatments were aborted by the user before laser fired. All other treatments at this day were performed without any issue. The system was working within specification. No technical root cause was identified. The root cause could not be identified for this case. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported during flap creation there was a suction break at 15% during the canal cut. The surgeon made the decision to recut the flap with the same settings, the same cone, and different tubing. The flap was created without complication and lifted perfectly. There were no other issues.